Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. The error was confirmed in logs and replicated on a surgeon side console fixture test platform (sftp) test system. During visual inspection, the grip lever magnet was found not to be seated properly. Functional testing on the sftp system showed a failure on the side of the gimbal, and an aba swap isolated this side as the root cause of the startup failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that the second surgeon side console (ssc)'s left-hand control was not releasing when they opened their hand, while force bipolar instruments were installed. The user continued with the procedure case using the first ssc and was unable to reboot during the procedure but planned to attempt a reboot afterward. The user called after the case had finished to state that a power cycle was performed and the left-hand control still did not work; a second power cycle was then attempted and the error was cleared. The procedure was completed as planned with no reported injuries.